Event description:
It was later reported the lead was capped and a new lead was implanted.

Event description:
It was reported the lead threshold measurement had increased. It was also reported the patient complained of some "twitching" at times. The device mode was reprogrammed to vvi 55. The patient was seen at a follow up visit and the twitching had decreased with thresholds remaining the same. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.